Event description:
The customer contact reported air in the tubing set distal to the air eliminating filter. The tubing set was to be used to deliver total parenteral nutrition (tpn), with a volume to be infused (vtbi) of 1206ml, for a duration of 12 hours, with a one hour taper up and two hours taper down, via a gemstar pump. No further programming parameters were provided. It was reported that during priming prior to patient use, multiple segments of air were noted distal to the air eliminating filter of the tubing set. The customer contact reported that the nurse purged the air out the tubing set and the deliver was started. After an unspecified length of time, the customer contact reported that the patient's husband noted air segments distal to the air eliminating filter of the tubing set. It was reported that no air was delivered to the patient. The customer contact indicated that the patient's husband turned the pump off and notified the nurse. After an unspecified length of time, it was reported that the nurse purged the air out of the tubing set and the therapy was resumed using the same tubing set. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.